Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that one of the latch tabs on the cannula was bent slightly inward; they noted that there was no audible "click" when the seal and cannula were reassembled. The distance between the latch tabs was measured and was found to be out of specification. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to the distance between the two tabs not meeting specifications. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tubal ligation - "air leak. This seal was loose from cannula." Patient status - "fine."